Event description:
It was reported that during a percutaneous intervention (pci) procedure, the guidewire became stuck in the vessel. The 90% stenosed lesion was located in the moderately tortuous, calcified mid left anterior descending (lad) artery. The physician had a rotawire ex support guidewire in place at the mid portion of the lad. When the physician attempted to remove the guidewire it became stuck in calcification. The physician pulled back and was able to remove the guidewire, kinked but intact. The physician used another of the same device to complete the procedure. No further complications were reported and the patients' status is good.

Event description:
It was reported that during a percutaneous intervention (pci) procedure, the guidewire became stuck in the vessel. The 90% stenosed lesion was located in the moderately tortuous, calcified mid left anterior descending (lad) artery. The physician had a rotawire ex support guidewire in place at the mid portion of the lad. When the physician attempted to remove the guidewire it became stuck in calcification. The physician pulled back and was able to remove the guidewire, kinked, but intact. The physician used another of the same device to complete the procedure. No further complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure, the guidewire became stuck in the vessel. The 90% stenosed lesion was located in the moderately tortuous, calcified mid left anterior descending (lad) artery. The physician had a rotawire ex support guidewire in place at the mid portion of the lad. When the physician attempted to remove the guidewire it became stuck in calcification. The physician pulled back and was able to remove the guidewire, kinked but intact. The physician used another of the same device to complete the procedure. No further complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Update: device evaluated by MFR. Eval summary attached method, results and conclusion codes device evaluated by manufacturer: a visual examination identified the body and spring tip of th device kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).